Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. The patient was connected at the time of the alarm. This event occurred during dwell 4 of 6. The care giver (cg) stated there was air in the supply lines and in the drain line. During troubleshooting, it was noted that the lines of the homechoice cassette were wet and there was solution on their dresser. The renal therapy service agent advised the cg to contact their peritoneal dialysis registered nurse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.